Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This was a second used sample returned by customer for evaluation. No defect was observed during visual inspection. During functional flow rate test, under infusion was observed. The reported condition was confirmed. The assignable cause of the reported condition is due to air bubbles and drug precipitation inside the glass capillary lumen. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned an additional used small volume folfusor for evaluation. The sample contained about 80ml of fluid in the bladder. According to the patient label affixed on the two actual samples, the drug 5-fu and diluents 0.9% saline were used in the two actual samples. During functional flow rate test, under infusion was observed in this sample. Patient involvement is unknown. No additional information is available.